Event description:
Father of patient reports daughter had 4 incidents of corneal infections resulting in corneal abrasions. Each time she replaced all her makeup, lens solution, lens case, and washed her bed clothes. She has had 2 visits to her pediatrician and 2 visits with an ophthalmologist. She used new lenses which have been from the same box. To date, no other info has been provided.

Manufacturer narrative:
Event was reported by e-mail correspondence. Information on two different lot numbers was provided. It is unknown if both lots were involved in the incident, or which of either lot may have been involved in the incident. It is also not known whether both eyes or only one eye of the pt was involved. An investigation of the manufacturing and production histories for the 2 lots that were provided did not establish any conclusive evidence that lenses from either lot could have contributed to or caused the condition complained of. The results of the evaluation did not find anything to indicate that lenses from either lot could have caused or contributed to the pt's complaint. Conclusions - there is not sufficient info provided to draw a conclusion as to whether or not lenses from either lens lot could have caused or contributed to the pt's complaint. This case is considered to be possible recurring corneal infection with corneal abrasions. Although the cause of the event is not known, the causal relationship to contact lens wear cannot be ruled out. Based on info provided to date, there is no clear indication that the pt's condition was or could have been caused by the lenses from either of the two lot numbers provided.